Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: (B)(6). PMA/510k # ¿ exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy with laser lithotripsy, the basket of an ngage nitinol stone extractor would not close. The device was tested prior to insertion into the working channel of the scope. The device would open, but would not close. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a ureteroscopy with laser lithotripsy, the basket of an engage nitinol stone extractor would not close. The device was tested prior to insertion into the working channel of the scope. The device would open, but would not close. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The complaint device was returned in an open pouch and tray. The device had some bends/kinks at the yellow support sheath, however, the basket would open but not fully close when the handle was actuated. The basket sheath damage was preventing the basket assembly from moving freely within the sheath assembly, resulting in a basket that would not fully close. A review of the device history record found no non-conformances related to the reported failure mode. A search of complaint history found 2 other complaints (MDR numbers: 1820334-2022-01275 and 1820334-2022-01367) on the reported lot. However, the basket manufacturing process is individual in nature and multiple complaints from the same lot was not sufficient evidence that there is a common issue that affects other devices from the lot. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: important: excessive force could damage device. Based upon the available information and results of the investigation, cook has concluded that the cause of the reported issue could not be determined. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.